Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 289, 167 and 102 mg/dl with a difference of 59%. Tests were done within 10 minutes. "Patient did 3 tests during call on 3 different fingers". Patient did not experience any adverse events. No further information has been reported.